Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be interrogated due to a detached header. The device casing was removed and an external power source was connected to the device. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The detached header was considered induced damage.

Event description:
Boston scientific received information that during a follow-up visit this pacemaker was observed to have the lead safety switch triggered on the atrial channel. However, upon review of the daily measurements for the atrial implantable lead, no out of range impedances were noted. Also, the field representative did not believe that the safety switch had been programmed on prior to this follow-up. Boston scientific technical services (ts) advised leaving the safety switch feature programmed on as a safety measure. At a later date, the atrial lead was replaced.